Event description:
Account states that on two separate occassions that during a vaginal prep procedure, the sponge on the prep stick came off inside the patient; both times the sponge was recovered and there was no harm inflicated on the patient.